Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently an alleged revision procedure was performed on (B)(6) 2008, due to alleged pain, inflammation, elevated metal ion levels, complications with opposite hip, dislocation and difficult mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Revision procedures: (B)(6) 2008 (alleged), (B)(6) 2010, (B)(6) 2010. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2012-02576 / 02578 and 2014-05413).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently an alleged revision procedure was performed on (B)(6) 2008, due to alleged pain, inflammation, elevated metal ion levels, complications with opposite hip, dislocation and difficult mobility. Additional information received in patient medical records indicates that left hip revision procedure was performed on (B)(6) 2010 due to infection. The patient's operative report noted abscess tissue, purulent material, necrosis, osteomyelitis, and metallosis with debris. An antibiotic spacer was placed. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2010 with removal of spacer and noted necrotic, granulomatous/purulent material and superior/posterior defect. The invoice for the (B)(6) 2010 revision could not be located. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "postoperative bone fracture and pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-02576 / 02578). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.